Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated. The root cause was that the main board was damaged. This was replaced and the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has an alarming low pressure, customer has full tank of oxygen and has also replaced oxygen hose for any leaks. The parameters relief at 60, 100 oxygen, frequency 12, tidal 700, no peep and still has an alarm. The monometer goes past 30 and still alarming low pressure. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.